Manufacturer narrative:
This report is submitted on august 14, 2020.

Event description:
Per the audiologist, the patient experienced an extrusion of the magnet from under the skin. The device was explanted (specific date not reported), and the patient was reimplanted with a new device on the contralateral side.